Manufacturer narrative:
The subject cv-290 has not been returned to olympus medical systems corp. (Omsc) yet. Omsc will investigate the subject cv-290 to identify the root cause of this failure phenomenon when omsc receives it. The cv-290 instruction manual states the corresponding method when there is an abnormality for the device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During esd, there was an unspecified procedure to replace with the second endoscope. When the user connected the second endoscope to the subject cv-290, an error b40 (:cv malfunction error) occurred. The user moved another examination room and completed the procedure with another endoscopic system. There was no report of the patient¿s injury regarding this event. The subject cv-290 was not used for the first time, however not so long time passed since the cv-290 was installed to the user facility.

Manufacturer narrative:
The subject cv-290 was returned to olympus medical systems corp. (Omsc) for investigation. Omsc tried to reproduce the reported failure phenomenon, an error b40 (: cv malfunction error), but it could not be reproduced. Omsc found a similar complaint was reported from same user, as a result of investigation for past similar complaint. As a result of the investigation of past similar complaint reported from same user, it was found that the malfunction occurred due to the influence of power supply from a video recorder manufactured by another company (not olympus) when cv-290 was used in combination with a video recorder manufactured by another company (not olympus). The cv-290 instruction manual shows the recommended combinations of equipment and the combination with the video recorder (not olympus product) is out of the range of the recommended combinations. At this event also, it was confirmed that the user used the subject cv-290 in combination with the video recorder (not olympus product). From the investigation result so far, omsc concluded that there is no abnormality with the subject cv-290. And omsc surmised the cause of this event was attributed to that the user used the subject cv-290 in combination with the device outside the recommended combinations. In addition, the cv-290 instruction manual states the following warning. If combinations of equipment other than those shown below are used, the full responsibility should be assumed by the medical treatment facility. Such combinations do not only allow the equipment to manifest their full functionality but may also imperil the safety of the patient and medical personnel. In addition, the endurance of the video system center and ancillary equipment is not guaranteed. Troubles caused in this case are not covered by free-of-charge repair. Be sure to use the equipment in one of the recommended combinations. There were no further details provided. If significant additional information is received, this report will be supplemented.